Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: unknown batch#: unknown it was reported that the bd infusion disposable leaked. The following information was provided by the initial reporter: "leakage on a device that had two lines and stated that she would use a hemostat on the other line so that she could power inject through one line without worrying about leakage. From the other line." Verbatim: rcc received a complaint via email. Email(s) attached. Clinician (radiologic technician) was describing an issue others were having with leakage on a device that had two lines and stated that she would use a hemostat on the other line so that she could power inject through one line without worrying about leakage. From the other line. Comment observed during a voice of customer research study. Comment was general in nature. Clinician was not referencing a specific event. She mentioned urogram imaging specifically but not the device. I don't work with any bd devices with this configuration, but I'm sharing the information just in case.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR 10029199.

Event description:
No additional information was provided.